Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath contact force ablation catheter, sensor enabled instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported pericardial effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3008452825-2019-00666, 2030404-2019-00123, 3005334138-2019-00992, 3008452825-2019-00663. Following the procedure, a pericardial effusion occurred. Transseptal puncture was performed without issue with trans-esophageal ultrasound guidance. The procedure was carried out successfully and the patient was awoken without any hemodynamic instability. Around 20 minutes following the procedure, the patient became hypotensive. Ultrasound confirmed a pericardial effusion and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.